Event description:
Customer's mother reported that the blood glucose had been running high and that when she went to change the infusion set, she noticed that the plastic by the reservoir was breaking off. The blood glucose reading was 431 mg/dl. She also reported that there was some blood on the cannula. She stated that there were also some minor scratches on the screen. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing the black o-ring in reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.